Event description:
Ous - it was intended to treat a severely calcified lesion in a popliteal artery and tibial-fibular trunk. During deployment, the stent was only partially released. The stent could not be deployed and the whole system was removed from patient.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device revealed that the stent is released about 3 cm, the remaining 5 cm are still covered. No parts of the stent are missing. The entire system was removed successfully. Stent imprints were detected at the retractable shaft over a length of 8 cm, which corresponds with the stent length of 8 cm. Two kinks were observed at the shaft. The safety tab has been removed; the trigger mechanism was detected to be blocked. However, the safety tab is not present, which indicates that the handle has most likely been opened and closed. Inside the handle all parts are positioned correctly. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.

Event description:
Ous MDR - it was intended to treat a severely calcified lesion in a popliteal artery and tibial-fibular trunk. During deployment, the stent was only partially released. The stent could not be deployed and the whole system was removed from patient.